Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 500 mg/dl. Customer advised they would treat their high blood glucose via manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Customer advised the no delivery alarm occurred during bolus delivery. Customer's father advised they were low on supplies and unable to change out their infusion set and reservoir. Customer was advised the insulin pump worked properly as designed.